Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 2,300 ohms triggering a lead safety switch (lss) to unipolar configuration. Technical services (ts) was consulted and discussed the potential for calcification/mineralization and there has been a gradual rise in pacing impedance leading up to the lss along with a slight increase in rv threshold. However, since the lss measurements appear to have stabilized. Ts provided troubleshooting and recommendations for patient monitoring. It was noted the device was reprogrammed back to bipolar configuration with the safety switch at 3,000 ohms to potentially avoid all oversensing issues. No further assistance was requested at this time. The lead remains in service. No adverse patient effects were reported.